Event description:
The customer reported that a few drops of fluid dripped from the probe of the coulter act diff analyzer. The customer indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a kinked tubing at pinch valve vl8. The fse proceeded to replace the tubing through vl8 to resolve the leak and verified the repair as per established procedures. (B)(4).